Event description:
The customer alleged that the unit was leaking disinfectant. There were no reported injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: actual component evaluated at customer's site. The fse found the basin had a leak. The fse replaced the basin assembly. The fse tested unit. The unit is operating within the manufacturer's specifications.